Event description:
The recipient reportedly experienced an infection. The recipient's device was explanted. The recipient was admitted to the hospital and placed on IV antibiotic treatment through a peripherally inserted central catheter (PICC).

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection reportedly resolved. The recipient's device was lost and will not return to advanced bionics for analysis. A review of the device history record was completed and no anomalies were noted.  This is the final report.